Event description:
It was reported that the patient experienced stimulation in the wrong location. Actions required as a result of the event included replacement. Diagnostic testing included x-rays, impedance testing, and reprogramming. The patient stated that she had not been getting good stimulation in the areas that she needed for at least a couple of months. The patient was reprogramed several times with no success. The patient was scheduled for a lead revision on the day of report. Both leads were replaced and the stimulation was in the areas that she needed. Signs and symptoms included pain and less than 50 percent therapy relief. The patient had pain in back and legs. The patient¿s status at the time of report is alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).